Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient? No further information is available. Any additional tissue dissection damage due to searching for needle? No further information is available. Lot number? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. The suture was detached from the needle during suturing. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested